Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead alert for high rv coil and high superior vena cava (svc) coil impedances. Since the alert, the rv lead has had varying impedance with both rv and svc coils. It was also noted the lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable and beyond the expected upper range. The analyst noted that the svc coil impedance rose to 254 ohms up from a trend of 48-75 ohms. The svc defib impedance varied between 105-254 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv pacing lead exhibited high thresholds, and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.